Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the coating of the image guide hose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) section: nstructions for maf-dm2, maf-gm2, maf-tm2 operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.